Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-02002 .

Event description:
The patient was undergoing a coil embolization procedure to treat a basilar tip aneurysm using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, the smart coil would not advance past the friction lock within its introducer sheath. Therefore, the smart coil was removed. Next, while attempting to place another smart coil into the aneurysm, the physician experienced resistance and the microcatheter and the smart coil kicked back. It was reported that the smart coil was able to form in the aneurysm but the physician did not feel safe to advance the smart coil further. Therefore, the smart coil was removed intact. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance likely contributed to the kinks near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the device was able to advance through its introducer sheath with additional resistance due to the kinks in the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.